Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2019. Date of issue and insertion is an approximation. The patient was at work but did not return home as expected. The building maintenance was contacted and found the patient unconscious, seizing on the floor of his office. Emergency medical services (ems) was called, the patient¿s bg per ems was 24 mg/dl and the cgm was 50 or more points higher than the bg. Intravenous (IV) therapy was started and 1 amp of dextrose 50% was administered. The patient¿s bg was 150 mg/dl post-treatment. The patient¿s wife alleged that no alerts for the low bg occurred; the low alert was set at 75 mg/dl. Additionally, after further troubleshooting with technical support, it was determined that the patient was provided g5 sensors and a g5 transmitter on (B)(6) 2019, that were used with his g6 receiver. It was indicated that the patient was taking medication containing acetaminophen, which is off-label usage of the device. At the time of contact, the patient was in stable condition. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.